Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited loss of capture on the right ventricular (rv) lead. The r-waves decreased and the stimulation threshold increased. The pacing impedances were 1200 ohms to 2100 ohms and the shock impedances decreased from 83 ohms to 62 ohms. The patient's rv lead is a non-boston scientific product. Isometrics were performed and noise was unable to be reproduced. Boston scientific technical services (ts) recommended a chest x-ray and defibrillation threshold (dft) testing. The physician elected to continue to monitor the patient and system. This ICD systems remains in service. No adverse patient effects were reported.